Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure using prostyle devices. Femoral ultrasound did not show any calcium at the access site. The sutures of two prostyles were successfully pre-placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. The sutures were successfully advanced without issues; however, the access site was still bleeding. A third prostyle device was attempted; however, a cuff miss [suture retrieval issue] occurred. When attempting to remove the device, heavy resistance was noted as the foot plate failed to retract completely. The device was advanced into the vessel and foot retraction was attempted again; still, the device remained stuck. The two successfully advanced sutures were intentionally broken by the physician, ultimately freeing the device. The physician replaced the 18f sheath and performed a cut-down along with manual suturing to achieve hemostasis. During the surgical intervention, it was noted that heavy calcification was present on the posterior wall of the vessel. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known the additional devices referenced in b5 are filed under separate medwatch report numbers. The device was not returned for analysis. Production record and similar complaint history reviews were not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.